Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer felt that they were not getting the correct amount of insulin delivered from their insulin pump. The customer was assisted with changing the settings on their insulin pump by their health care provider.